Event description:
The lay user/patient contacted lifescan (lfs) on august 3, 2006 alleging that her one touch ultra meter does not power on. A medical affairs specialist (mas) spoke to the patient on august 4, 2006 and obtained/verified the following information: the patient's meter stopped powering on for the past week. During this time she continued to take her oral medication of glypizide and glucophage. She did not try to attempt to use her meter at any time during the week, since she knew it was not working. On the night of 2006, the patient experienced diarrhea, felt nauseous and sleepy. She did not attempt to test her blood glucose. The following morning, her symptoms persisted and she contacted her physician. She went to the physician's office around 9:00 am and her blood glucose reading on the physician's meter was in the 300's (exact reading is unknown). She did not receive any medical treatment; however, was advised that she needed to lower her blood glucose or else she was going to be on insulin. She felt better later that day. Readings prior to the event were in the low 90's to the mid 120's. The patient was using the correct vial of test strips and she had recently replaced the battery on the meter. The battery contacts were in good condition and there had been no trauma toward the meter. The meter did not power on by pressing the power button. The meter also did not power on, when the test strip was inserted into the meter. Customer care advocate (cca) sent the patient a replacement meter and control solution. Although the patient did not receive medical treatment, the complaint is being reported as the patient was unable to test on her meter and later was hyperglycemic with symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.